Manufacturer narrative:
The device was returned to intera and evaluated under a test protocol. The device passed all tests with the exception of the 7-day invitro flow rate, which the average was found to be approximately 1.38 ml/day over the 7 day testing period. This result is below the invitro specification-as-manufactured of 1.8 ml/day. The device was put on an additional 14 day flow test in which the average flow rate was stable and was found to be 1.6 ml/day, which is within 15% of the manufacturing specification and thus meets the acceptance requirements for device performance. The complaint of no flow was not able to be reproduced, though it is undetermined as to why the measured flow rate was initially lower than required. The device history record was reviewed. There were no relevant deviations or nonconformances recorded affecting the lot. The device met all manufacturing specifications prior to product release. Blank fields in the MDR form represent unknown information. If further information is received, a supplemental report will be filed.

Event description:
It was reported that an intera 3000 hepatic artery infusion pump was explanted. The implant date was on (B)(6) 2023. Angiography was performed on (B)(6) 2023 and showed misperfusion to the duodenum; therefore, embolization was performed. A nuclear medicine study was performed on (B)(6) 2023 and showed some perfusion to the liver and some to the duodenum. Another angiography was performed on (B)(6) 2023, this time it showed nothing obvious to embolize but did show a thrombus on the gda (gastroduodenal artery) stump (not the catheter). Patient was refilled from on (B)(6) 2023 (14 day interval) and yielded 10 ml of residual. Patient was then refill from on (B)(6) 2023 and yielded 30 ml of residual. The catheter was determined to be patent via special bolus needle flush. Patient was then refilled on (B)(6) 2023, with use of heating pad to clear any possible air in the device, but yielded 30 ml of residual on (B)(6) 2023. It was then determined that the catheter was not patent via special bolus needle. They were then able to flush tpa on (B)(6) 2023, but the device still returned 30 ml. Device was explanted and replaced on (B)(6) 2023.

Event description:
It was reported that an intera 3000 hepatic artery infusion pump was explanted. The implant date was on (B)(6) 2023. Angiography was performed on (B)(6) 2023 and showed misperfusion to the duodenum; therefore, embolization was performed. A nuclear medicine study was performed on (B)(6) 2023 and showed some perfusion to the liver and some to the duodenum. Another angiography was performed on (B)(6) 2023, this time it showed nothing obvious to embolize but did show a thrombus on the gda (gastroduodenal artery) stump (not the catheter). Patient was refilled from on (B)(6) 2023 (14 day interval) and yielded 10 ml of residual. Patient was then refill from on (B)(6) 2023 and yielded 30 ml of residual. The catheter was determined to be patent via special bolus needle flush. Patient was then refilled on (B)(6) 2023, with use of heating pad to clear any possible air in the device, but yielded 30 ml of residual on (B)(6) 2023. It was then determined that the catheter was not patent via special bolus needle. They were then able to flush tpa on (B)(6) 2023, but the device still returned 30 ml. Device was explanted and replaced on (B)(6) 2023.

Manufacturer narrative:
Intera has requested the device returned for evaluation, but it has not been received as of the date of this report. The device history record was reviewed. There were no relevant deviations or nonconformances recorded affecting the lot. The device met all manufacturing specifications prior to product release. Blank fields in the MDR form represent unknown information. If further information is received, a supplemental report will be filed.